Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter read inaccurately. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient reported that on (B)(6) 2013 she obtained a blood glucose reading of ¿282 or 283 mg/dl¿ with the subject meter. The patient stated her blood glucose reading at that time of the day is usually ¿130 mg/dl.¿ the patient is on insulin pump therapy. In response to the blood glucose result, the patient stated she took a correction bolus based on elevated blood glucose result and approximately 45 minutes later developed symptoms of feeling shaky, sweaty and blurry vision. The patient confirmed she associated the symptoms with a low blood glucose and treated herself with food and/or drink. Later that afternoon, the patient stated she performed three consecutive blood glucose tests with the subject meter and obtained results of ¿202, 283 and 150 mg/dl.¿ based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. At the time of troubleshooting, the patient performed a control solution test on the subject meter and the result fell within the specified control solution range. Replacement product was sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (02/17/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (02/09/2014) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.